Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a spinal therapy for a compression fracture. It was reported that the contrast media leaked into the vertebral body. The balloon just broke, so the operation was continued to be performed. Balloon rupture occurred during inflation at osteosclerosis part. The patient was not allergic to contrast media. There were no patient symptoms/complications. There was a delay of less than 60 minutes. The procedure was performed successfully by using the reported product. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product was discarded and will not be replaced. Levels implanted: l2 pressure before rupture: 200 volume before rupture: not specified procedure/therapy details: aspirated the leaked contrast media and continued the bkp procedure.